Event description:
Upon investigation, manufacturer's domestic evaluations lab found burned electrical contacts; the plastic area surrounding electrical contacts of this inform meter is melted. No adverse event was reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.